Manufacturer narrative:
Lumenis contacted the foreign user facility through its foreign subsidiary to investigate the reported event, however no additional information was provided other than the initial report. A review of device labeling found the following statement: "most nursing staff prefer to inspect the handpiece components prior to scheduled cases and before patients are premedicated. Doing so ensures adequate time to troubleshoot a problem or seek professional service with the least disruption to patient care." Although the reported malfunction may have been detected, rather than switch to the back-up device the doctor changed the angle of the handpiece to operate, and the surgery was finished successfully. A retrospective review of versacut complaints from the last two years showed that the same malfunction had not led to serious injury. A lumenis clinical manager, being a person qualified to make a medical judgement, had reasonably concluded that although no serious injury related to the event was reported & no medical intervention was reportedly required to preclude serious injury, the malfunction would likely cause or contribute to serious injury should the malfunction recur. It was reported that the facility's common medical practice is to maintain two working versacut handpieces per procedure, one to be used as a back-up device if necessary. Although it may be common medical practice for the facility and perhaps the foreign country to maintain two working handpieces per procedure, it may not be the same common medical practice for the rest of the world. At the time when the complaint was received, there was no report that this malfunction had happened during a procedure, therefore the initial assessment of the reportability of the event made the event non-reportable. However, additional information received by a local field engineer on march 28, 2017, indicated that the malfunction did happen during a procedure. Based on that new information a reevaluation of the event was conducted, and lumenis determined that this event is likely reportable. Lumenis is reporting this event as a malfunction likely to cause or contribute to serious injury should the malfunction recur. The device has been returned to the manufacturer, and a product investigation has begun. Once a cause for the reported event has been determined, lumenis will file a follow-up MDR.

Event description:
A foreign user facility reported that while performing a holep procedure, the doctor experienced that their versacut tissue morcellator was "working irregularly", but once the doctor changed the angle of handpiece to operate, the motion "became regular", and the surgery successfully finished. No report of serious injury or medical intervention to preclude serious injury was received.

Manufacturer narrative:
Lumenis is closing out this complaint/product investigation, and has initiated CAPA # (B)(4) to further investigate intermittent versacut handpiece operation.